Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
It was reported that the patient had a revision of a previous revision. Surgeon believes the previous revision components migrated anteriorly and were causing anterior femoral shaft pain. Surgeon also suspected previous femoral revision components were loose. Components were not grossly loose. Femoral components and insert spacer were removed and replaced with similar revision implants. No further patient information available. Cement manufacturer is competitor. Doi: (B)(6) 2014, dor: (B)(6) 2019, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.